Event description:
It was reported that leak was observed through a crack near filter area of a vented paclitaxel set during priming the set with saline solution (non-baxter product). No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not returned; therefore, an evaluation on the affected device could not be conducted. A photograph of the affected device was provided, though no conclusions could be drawn due to the quality of the photograph. However, an evaluation was performed on a reserved sample (visual inspection and gravity use-testing). The device operated within the desired product specifications as no issues were noted during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.